Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that, after 4 years and 2 months of support on the lvad, the patient was taken to the operating room for a pump exchange due to elevated lactate dehydrogenase (ldh) levels and hemolysis. A gastrointestinal (gi) bleed was initially suspected as well as decrease in hematocrit. The patient was briefly bridged with heparin for endoscopy to rule out gi bleed. Per the attending anesthesiologist in the operating room, the echo appeared to demonstrate that the inflow conduit was pointing toward the intraventricular septum and the mitrial valve was opening and closing with every beat.

Manufacturer narrative:
The pump was successfully exchanged and the patient continues on lvad support. The explanted pump was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.